Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the event was unknown. The patient was hospitalized for the events. It was reported the patient was not treated with antibiotics for the event. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5 and b6. B5: upon follow-up, it was reported that the patient was empirically treated with vancomycin injection (500mg, intraperitoneal, every 72 hourly, discontinued) and ceftazidime injection (1gm, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.